Manufacturer narrative:
Evaluation summary: the device history record showed the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The system operator's manual provides the following in regard to loss of aspiration/suction issues, insufficient aspiration probable cause: loose blue luer fittings, damaged o-ring (ultraflow irrigation/aspiration (I/a) handpiece only), clogged tip, kinked or damaged tubing, cracked blue fitting. Recommended solutions: reconnect securely; inspect o-ring and replace, as necessary; flush tip with sterile water or balanced salt solution (bss) sterile irrigation solution. Retest. Replace tip. Retest; check tubing and/or replace fluidics management system (fms); check fitting and/or replace fms. The root cause of the customer's complaint could not be determined as a sample was not returned.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4)

Event description:
A hospital pharmacist reported that an occlusion system message was displayed with one cassette. A new pak was opened and surgery might had been ended by changing the system. Additional information has been requested but not received to date.